Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was not reproduced but confirmed through the event history log. The confirmed alarm was found to be caused by a failed upstream sensor with cracked pins. The upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.